Event description:
It was reported, the monitor does not come on, it was dead and had a red light-emitting diode (led). There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found a faulty printed circuit board (qb board) and printed circuit board (bi board). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Correction to g3 (should have been added february 14, 2024, at the initial medwatch). The customer`s complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the no imagen at the liquid crystal display occurred due to failure of printed circuit board (qb board) and printed circuit board (bi board). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.